Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Advised by dr (B)(6) secretary that the patient was in hospital with an infection in the ipg pocket. I called the patient who informed me that she had been discharged from the hospital earlier today as the infection had resolved. The doctors had extracted fluid from the pocket but it did not show any signs of infection.